Event description:
It was reported that the procedure was to treat a 90% in-stent restenosis of a 6/8/30 mm acculink stent that was implanted on (B)(6) 2010 in the left internal carotid artery. The restenosis was being treated by post-dilatation with a 7 x 20 mm viatrac balloon, which was inflated to 8 atmospheres (atm). Upon removal of the viatrac, the vessel was noted to have perforated. The patient's blood pressure dropped and was treated intravenously with medication. A 5 x 20 mm viatrac was inflated two times to 4 atm, 5 minutes each time, successfully sealing the perforation. It was further noted that the patient had developed a hematoma on her neck at the area of the perforation; however, this resolved as the perforation was sealed. The end stenosis was down to approximately 10%. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hematoma, hypotension, perforation and stenosis are known potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.